Manufacturer narrative:
A promus elite 28 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal stent strut was pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 26mar2021. It was reported that crossing difficulties were encountered. The tight target lesion was located in a tortuous left anterior descending artery. A 28 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed stent damage.